Manufacturer narrative:
(B)(4).

Event description:
Physician intended to use a protégé everflex device for treatment of a slightly calcified, non-tortuous plaque lesion in the mid superficial femoral artery. The device was prepped as per IFU without issue. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used. During delivery through the vessel a break/fracture occurred at the tip of the device. The stent was deployed and left as is in the patient. The physician claims the stent fractured. The stent was left as is in the patient. No further clinical sequelae reported for this event.

Manufacturer narrative:
Analysis of cine image: the everflex self expanding peripheral stent system was not received for evaluation. A single cine image was received. The cine image is of an implanted stent with a guidewire running through the stent. The image is of just one end of the stent. Due to the quality, clarity, and content of the cine image it is not possible to determine if the image is of the proximal or distal end of the stent. Due to the quality and clarity of the cine image it is not possible to identify individual stent strut rows. The image includes at least three areas of stent offset/pseudo-fracture. The cine image documents an everflex stent deployed within an irregular, calcific lesion. The struts were not evenly spaced within the calcific lesion¿s luminal restrictions (where the stent did not fully expand). It could not be determined whether the strut spacing reflected irregular luminal restriction or if the stent had been deployed while the back (proximal) deployment paddle was being moved forward (distally). There were several gaps in the stent profile documented in the image. Gaps of this nature have been observed when the pseudo-struts separate as a normal result of stent deployment. If information is provided in the future, a supplemental report will be issued.